Event description:
Weight unknown and will remain unavailable. Condition presumed stable despite no knowledge of patient vitals. Remote transmission reveals lv lead dislodgement and lv ohms alert at 200ohms. In clinic, check firms that diagnosis. Patient sent for x-ray lv pacing off; programmed rv only. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.